Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to customer¿s blood glucose. The customer uses apidra insulin and tandem technical support reminded customer on cartridge/insulin labeling. Reportedly, the alarm was cleared and insulin delivery was resumed to address the issue, and the customer ultimately switched to using novolog insulin.